Manufacturer narrative:
A ge representative evaluated the system by way of a telephone interview with the operator. The representative discovered that the system key was not fully engaged. The system key is a physical key that must be in place and turned completely to the on position. The key can sometimes appear to be in the on position, but not be. The key was tuned completely to the on position and the system was then operational and was returned to service.

Event description:
It was reported that the system 9800's column could not move up or down with no error message being displayed. There was no adverse pt involvement reported.